Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient had large ketones and a blood glucose (bg) of 500mg/dl while wearing the pod on her back. She was given a correction of 6 units before going to the emergency room. Treatment at the hospital included fluids to flush ketones via IV. Insulin had been suspended for less than 30 minutes to change the settings prior to the patient's bg levels increasing. Setting changes to her insulin-to-carbohydrate ratio had also been made on (B)(6) 2019.